Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2022 and suture clips were used. It was reported by the sales rep that post-op to the unknown procedure, the customer was able to place clip to device. When they tried to get clip to secure to suture, the clip would not clamp down. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1) package lot number of the clips? Rh2ahl. 2) what suture type was used? Polysorb. 3) what suture size was used? 2-0. 4) when the event occurred, was the suture placed near the hinge of the clip? No. 5) were you able to lock the clip closed on the suture? No. If yes after it closed, was the clip holding securely fixed on the suture? 6) was the applier checked for damage (jaws straight and aligned)? Yes. 7) what was the surgical procedure involved? Tlh. 8) was this a robotic procedure? No. 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No. 10) device return status/follow up? Yes. The lot # rh2ahl in additional information received a-7486400 please review, I was unable to enter in ecm, an error is shown it is described as this lot number belongs to different operating company.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload was received with no apparent damage without its packaging and three clips loaded. In an attempt to replicate the reported incident, the reload was tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 3 clips as intended over the suture. The instrument was fully functional and conforming. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.